Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation results when received. A review of the manufacturing records indicated that the product met specifications upon release. UDI # (B)(4).

Event description:
It was reported that when the swan-ganz catheter was is the patient, the balloon would not deflate. The catheter was removed from patient and the balloon inflated and deflated without an issue. It is unknown at this time if the syringe was attached to the gate valve when trying to deflate. No patient complications were reported. Patient demographics were unable to be obtained.

Manufacturer narrative:
One 831f75 with a monoject limited volume syringe was returned for examination. The reported event of "unable to deflate balloon" was not able to be confirmed. The balloon would not stay inflated due to leakage through the proximal balloon bond. A partial bond detachment, 0.03"long, was observed from the balloon proximal bond. All through lumens were patent without leakage or occlusion. No other visible damage or abnormality was observed from the catheter body and returned syringe. Additional information received from customer indicated that the syringe was attached gate-valve and they could not pull back to deflate. Per IFU instructions it indicates to "passively deflate the balloon by removing the syringe from the gate valve." This would not have not been a reportable event. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications are well described in the literature. Balloon deflation difficulty can result in an occlusion of blood flow and possible distal ischemia. In this instance, the customer did not follow IFU instructions. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.